Event description:
Revision surgery - due to infection and pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01082; 509-01-436, s808 - infection, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.